Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Implant date - estimate. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The rx absorb 3.5 x 28 mm referenced, is being filed under a separate manufacturer report number. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following information was reported via article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case#17 the procedure was to treat the mid and distal right coronary artery (rca). The patient presented with angina. Both lesions were pre-dilated with a 2.5 x 20 mm balloon at 12 atmospheres (atm). A 3.5 x 28 mm absorb scaffold was implanted in the mid rca at 12 atm and post-dilated with a 4.0 x 15 mm balloon at 10 atm. A 3.0 x 18 mm absorb scaffold was implanted in the distal rca lesion at 14 atm and no post-dilatation was done. The patient was placed on dual antiplatelet therapy (dapt) of ascal and ticagrelor. The patient returned on an unspecified date with a myocardial infarction (mi). Angiography confirmed very late scaffold thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.